Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system and its components were implanted into pt for the endovascular treatment of an abdominal aortic aneurysm, be weak, frail, and moderately tortuous with moderate calcification. It was reported that the pt was not a good surgical candidate and had a history of chronic ischemia prior to the implant of the stent graft. It was reported that the stent grafts were implanted and completion of angiogram was performed with no issues. The guidewire was removed, then the 18fr sheath was removed and upon removal sheath the pt's blood pressure dropped. The CT demonstrated that the right common iliac had ruptured. A laparotomy was performed to expose the ruptured vessel. The physician elected to perform an ileo-femoral bypass distal to the aneurx stent graft. The pt was sent to recover in stable condition. It was reported three days post stent graft implant the pt expired due to complications associated with chronic ischemia.